Event description:
A discordant advia centaur ca125 result was obtained on a patient sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant ca125 result.

Manufacturer narrative:
A siemens technical application specialist (tas) evaluated the advia centaur instrument and instrument data. Analysis of the instruments data indicates that the cause for the discordant ca125 results are unknown. The instrument is performing within specifications. No further evaluation of the device is required.